Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog serial# unknown: product type programmer, physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient did not receive receive relief from boluses. An increase in sc hydromorphone by .4mg and an increase in bolus dose by .1mg each was made.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (15 mg at 3.99769 mg/day) and bupivacaine (12 mg at 3.19815 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had low back pain that had not been managed well with the pain pump. An increased in sc hydromorphone by 0.5mg was made. Additional information received from the healthcare provider via a clinical study indicated that the pump was dry. The patient had 40cc pump that was implanted once transferred care, but it was documented that they still had a 20cc pump. The patient continued to experienced inadequate pain relief, increases were made to the patient's hydromorphine and boluses.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that an increase in sc hydromorphone by 0.5mg and increase bolus dose to 0.25mg was made.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog product type programmer, physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had been filled with 20cc syringes despite having a 40cc pump.

Manufacturer narrative:
Continuation: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on 2024 the patient reported some relief from the previous increase. Their sc hydromorphone was increased by 0.5mg and their bolus dose was increased to 0.15mg each. There was no report of a pump discrepancy. The event was resolved without sequelae on 2024.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that an increase in sc hydromorphone by 0.5mg and increase bolus dose to 0.28mg each and increase options by 2 was made.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.